Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was alarming no delivery. The customer was unable to clear the alarm by pressing esc and act. The customer's blood glucose was 339 mg/dl. Troubleshooting could not be completed because the alarm was a past event already resolved by a complete set change. Advised to call back when the alarm occurred in order to troubleshoot. Troubleshooting was done for the keypad anomaly. The customer stated the act button was not working properly. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer stated that the insulin pump was working properfly for her. The customer stated she would monitor the insulin pump and call back if needed. Nothing further reported.